Manufacturer narrative:
The ft3 reagent lot number is 84914200. The expiration date was not provided. The qc recovery data provided was within specification. The field service engineer (fse) found a tear in the prewash solution tubing and replaced it. The fse also replaced the pre-wash nozzles. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys ft3 iii results for approximately 80 patient samples tested on the cobas e 801 module. Approximately 30 corrections had to be given to the physicians as a result. The customer provided examples of six patient samples with discrepant ft3 results. Sample 1 had an initial result of 8.28 pg/ml. The sample was repeated on another e 801 analyzer and the result was 3.52 pg/ml. Sample 2 had an initial result of 7.0 pg/ml. The sample was repeated on another e 801 analyzer and the result was 2.77 pg/ml. Sample 3 had an initial result of 7.56 pg/ml. The sample was repeated on another e 801 analyzer and the result was 2.95 pg/ml. Sample 4 had an initial result of 8.27 pg/ml. The sample was repeated on another e 801 analyzer and the result was 3.25 pg/ml. Sample 5 had an initial result of 7.50 pg/ml. The sample was repeated on another e 801 analyzer and the result was 3.14 pg/ml. Sample 6 had an initial result of 10.4 pg/ml. The sample was repeated on another e 801 analyzer and the result was 4.5 pg/ml.